Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to, occlusion of device or native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® iliac branch endoprostheses to treat a common iliac artery aneurysm. It was reported that images dated (B)(6) 2017, revealed the ceb231410a/ (B)(4) device became thrombosed inside the device. The physician chose to reintervene and performed a thrombectomy and implanted a bare metal stent. The patient tolerated the reintervention.